Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -11.50/+1.0/095 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. It was reported that the lens was surprisingly thick. It was noted the "visual acuity and vault is good; but the surgeon is wondering why this ticl lens is surprisingly thick; could it be something wrong?". Problem was not resolved. Cause of the event was reported as the device and noted "caused loading and manipulating difficulties". Lens remains implanted.

Manufacturer narrative:
Additional information: h6 type of investigation 3331 device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).